Manufacturer narrative:
Section d4 serial # of the initial medwatch report (MFR report #) indicates: (B)(6). Section d4 serial # of the initial medwatch report (MFR report #) should indicate: (B)(6).

Event description:
The customer contacted stryker to report that their device unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unable to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.